Manufacturer narrative:
The device involved in the event will not be returned for analysis as the pipeline was implanted and the pushwire was discarded. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic (covidien) received information stating that the patient experienced aphasia and paralysis on the right side approximately an hour post procedure. Angiography revealed a clot like material inside the newly implanted pipeline flex. The anterior choroidal artery (acha) and peripheral artery were revascularized after prasugrel was administered. The aphasia and paralysis improved. Prior to the event, cone beam computed tomography (CT) scan performed immediately post procedure demonstrated proper placement of the pipeline flex and nothing was observed. The vasculature was reported to be moderate in tortuosity. The patient&#38112;condition was controlled and the patient was discharged. The patient was administered two (2) types of antiplatelet drugs starting seven (7) days prior to the procedure, but they were not as effective as expected. The names and volume of drugs given were not available. The p2y12 reaction unit (pru) was measured to be around 230. Treatment was embolization of an unruptured saccular aneurysm with diameter of 11mm (neck size not available) located in the left internal carotid artery (ica) somewhere between the ophthalmic and supraclinoid artery. The distal and proximal landing zone was 3.8mm and 3.95mm.